Manufacturer narrative:
The reported ultrabutton adjustable fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the graft was lifted through the femoral tunnel according to the technique, the sutures were cycled and these did not blocked. It was not possible to maintain the tendon tension. Several attempts were made by traction according to the manual and loop did not lock successfully. The ligament was fixed with a biorci 7x25 screw and the ultrabutton was left inside the patient, this decision was made by the physician who insisted it was the best in order to avoid contamination.¿ an exact root cause cannot be determined without evaluation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that when the graft was lifted through the femoral tunnel according to the technique, the sutures were cycled and these did not blocked. It was not possible to maintain the tendon tension. Several attempts were made by traction according to the manual and loop did not lock successfully. The ligament was fixed with a biorci 7x25 screw and the ultra button was left inside the patient, this decision was made by the physician who insisted it was the best in order to avoid contamination. No damage to patient was reported. Patient`s health condition is stable. Procedure was successfully completed with a backup device.